Event description:
It was reported that the hand control overheated during the procedure. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. Complaint of overheating could not be reproduced. Product failed with hand piece error immediately after inserting hand piece connector into port of test control unit. Mdu still performs when using the dii footswitch after hall board was disconnected. No overheating occurred during functional testing. Cause of hand piece errors is a defective electronic component on hall board. A review of the device history record was performed which confirmed no inconsistencies.